Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to discrepant xena ic. The device was otherwise normal.

Manufacturer narrative:
Correction: date of birth.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that could not be interrogated. The device was explanted and replaced. The patient was stable before, during and after the procedure.